Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was feeling "some discomfort" underneath her scapula near where her lead was placed in the thoracic area (upper back). This was reported as a sudden change in therapy/symptoms occurring on (B)(6) 2016. There was no trauma and no fall reported that could have been related to the issue. The system was covering the correct areas that are intended for stimulation. The patient had been implanted with the system on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.